Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. The periodic data captured a backup battery fault alarm correlating to a load test condition on (B)(6) 2026 which resolved on (B)(6) 2026. However, the events leading up to the alarm were unable to be observed, as they had been overwritten with newer data. The pump operated as intended throughout the data. The system controller (serial number (B)(6) was not returned for analysis. Available information for this event indicates that the issue resolved after a self-test was performed, and that the controller was exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook section titled "emergency contact list cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had emergency backup battery (ebb) alarms on (B)(6) 2026 which continued into (B)(6) 2026. The alarms were cleared with a self-test. The patient reported touching a lot of buttons and replaced the 14v battery. The patient performed an international normalized ratio (inr) test on (B)(6) 2026 and received a result of 3. The ventricular assist device (vad) coordinator also reported that the green circle light on the system controller was present, and there was no backup battery fault listed in the six-alarm history. The backup battery fault appeared in the log files, but not on the system controller. Following review of the submitted log files, it appeared that the event log captured ebb faults starting from the beginning of the data capture and continued until (B)(6) 2026 at 13:19. The alarms resolved after the system controller self-test was performed by the patient. The system controller was exchanged.